Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 800 mg/dl. It was stated that the customer had been wearing the same infusion set for four or five days prior to the event. It was advised to change the infusion set every two to three days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the high pressure test could not be completed due to the insulin pump alarming motor error multiple times during the test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.